Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "bell's palsy," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the "ck¿s, c6 and jw4" with three syringes of juvéderm¿ voluma¿ with lidocaine. Approximately one week later, patient experienced paralysis of the left side of the face and inflammation. About 3 days later, emergency treatment was provided as valtrex and prednisone. Neurology consultation completed 2 days later and hcp determined that the events were not related to the device as patient was diagnosed with "bell's palsy." Symptoms are ongoing, but "improved 90%" and "almost completely resolved."